Event description:
Patient underwent right knee arthroscopy and medial meniscus repair. Upon incision of the periosteum over the tibial tunnel a thick white toothpaste-like substance decompressed out of the tunnel. Curette was used to remove the remnants of the bioabsorbable screw and all of the soft, whitish debris. After irrigation and curettage, there was no debris noted in the tunnel. Arthroscope was passed up to the tunnel to confirm graft healed to the tibial tunnel wall. It was noted there was an increase in tunnel diameter. Specimens were sent to pathology.

Manufacturer narrative:
Product recall initiated on august 21, 2007.